Event description:
Patient presented to hospital complaining of severe leg pain and numbness of lower extremities. The lower extremities were described as pale and ischemic; motor function decreased; femoral pulses non-palpable. CT showed endoluminal graft (implanted 6 years ago, at other unknown hospital) had migrated and was occluding the aorta. Pt emergently to surgery. Pt had code arrest in or, but survived the procedure. Later developed a compartment syndrome in left lower extremity; later required below amputation of left lower extremity.